Event description:
The customer reported the device failed to discharge initially, but was able to discharge at a later time during the event. The involved pt died. At this time it is unk if the device played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge initially, but was able to discharge at a later time during the event. The involved pt died. At this time it is unk if the device played a role in the pt's outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.